Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that his daughter's insulin pump inappropriately suspended due to a sensor glucose of 59 mg/dl mg/dl and a blood glucose of 160 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The father calibrates the sensor and insulin pump between 3 and 6 times per day; he was advised to calibrate to stop at 4 times per day. The sensor was not returned for analysis.